Event description:
A report was received that the patient underwent a revision due to discomfort at pocket site location. The physician relocated the ipg device. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.